Event description:
It was reported to kendall/tyco healthcare in 1/2006 that a customer had a problem with the dialysis catheter. The customer states the guide wire would not pass through the tip (the white part) of the dialysis catheter; needed to replace with another catheter, no pt injury occurred from this.